Event description:
The pt had used his device successfully for several months. On 9/26/97 he complained of a change in his hearing, facial nerve stimulation and non-auditory sensations in his ear. An xray confirmed that the electrode array had migrated out of the cochlea. No plans for surgical intervention had been made as of the date of this report.